Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the b30 error message. The technician recommended the customer to check the contacts for cleanliness/moisture on the endoscope and if necessary the maj-1933 (light source cable). The xenon lamp meter reads over 400 hours of usage and the light output from the light source is below the minimum. This report will be updated accordingly if new and relevant information becomes available at a later time.

Event description:
The customer reported the evis exera iii xenon light source displayed b30 error message, and no image during the preparation for use, which occurred on different endoscopes. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿error code b30¿ was not duplicated and a root cause could not be identified. Error b30 did not occur during the investigation with different endoscopes. However, it was surmised that wear and tear of device contributed to the event. Other inspection finding is as follows: xenon lamp has been used over 400 hours and needed a replacement. Olympus will continue to monitor field performance for this device.